Event description:
On (B)(6) 2015: distributor contacted raumedic sales employee by phone relating to the following info. On (B)(6) 2015: a neurosurgeon inserted a neurovent-p catheter in a (B)(6) boy via application technique tunnel. On (B)(6) 2015: 2 days after implantation the catheter has been explanted. Before explantation the sutures haven't been loosened, as specified in IFU. On removal of the implanted catheter through the tunnel, the catheter tip detached from the catheter and remained behind. The pt received a general anaesthetic and while surgery the sutures have been loosened and the catheter tip has been removed. Because it was clearly visible, that no artifacts remained behind in head/brain tissue, a CT-scan was not carried out. As result of general anaesthetic the hosp stay of the pt was prolonged for one day. Add'l surgery did not cause deterioration of pt's health situation. On (B)(6) 2015: discharge of the pt.

Manufacturer narrative:
MFR statement: for eval of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p (lot e8210626) met spec during mfg. Final inspection of the finished catheter has been manufactured and sold in conformance to relevant specs. Because the medical device could not return to the manufacturer (it was discarded after explantation), consequently further investigations or evaluations have not been possible. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, the detaching of the catheter tip is caused by user error while explantation because sutures haven't been loosened prior explantation contrary to IFU.